Manufacturer narrative:
Findings: unit had no button response due to flattened dome switch on esc button(creased). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to no button response. Uni t had a severely scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump has been returned to (B)(4). Customer's blood glucose was unknown mg/dl.